Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device fired a "scissored" clip. Unknown how the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/07/2009. Information anticipated, but unavailable at this time.